Event description:
In 2008 - doctor at the hospital alleged that the bed was in rotation therapy, and an intubated patient became extubated while on the bed. The patient allegedly expired as a result of the extubation. The hill-rom representative called technical support and stated that a vent line management stand next to the bed may have fallen and been the alleged cause of the extubation.

Manufacturer narrative:
The hill-rom technician (tsr) did investigate this incident and found nothing wrong with the bed or how it was being used. The tsr did report the "vent line management stand next to the bed" which is not a part of the bed or a hill-rom product "may have fallen" which would explain why part of the ventilator system was reportedly below the level of the mattress. Per the addendum made to the initial on site investigation report, a member of the bio med staff reported "the locking nut at the elbow next to the ventilator could not be tightened enough by hand to prevent the extreme end of this arm from dropping down"